Event description:
Customer requested an event log review for an over infusion of esomprazole. Customer is interested in learning how the esomeprazole drip was entered on (B)(6) 2011 at 0945, with a bolus at about 1900. Customer also interested whether guardrails was used and if there were any alerts. There was no report of patient harm and no medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Logs received; log review pending. The event logs have been received and the log review is pending. A follow up report will be submitted once the failure investigation has been completed.